Event description:
It was reported to philips that the system could not start up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that the system could not enter the user application. The flat detector control (fdc) unit in the m-cabinet did not power as there was no power supply input. The fse ran the system test and found that the 24vdc from the direct current power supply (dcps) output is missing. The fse solved the issue by replacing the dcps. The returned part was analyzed and showed that the power supply was defective. After replacing dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.